Event description:
Medtronic received information that this bioprosthetic valve, implanted eighteen months, was explanted due to thrombus. The patient presented with higher than normal gradients. Cardiac catheterization findings revealed stiffened leaflets and mitral regurgitation. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible except where remnants of host tissue extended on the inflow and outflow. The free margin of the non-coronary cusp was folded over creating a small gap between the coaptive ridges of the non-coronary and left cusps adjacent to the non-coronary left commissure. The folded over appearance of the free margin in the non-coronary cusp was consistent with historical events where the free margin adhered to host tissue on the outflow. All commissures were intact. A remnant of glistening off-white pannus remained attached to the sewing ring on the inflow adjacent to the right cusp, extending to the tissue and base stitching, into the left right inferior coaptive area and 1 to 2 mm onto the inflow of the left and right cusps. A large remnant of pannus remained attached to the outflow of the right cusp. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Tan to brown thrombotic host tissue partially filled and stiffened all cusps on the outflow. An unknown amount of thrombus appeared to have filled all leaflets on the outflow but was removed during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to thrombus and host tissue overgrowth. These findings are generally considered a patient related condition. (B)(4).